Event description:
The custome reported the device failed to power on. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the device failed to power on. There was no report of patient involvement. The device was evaluated by a philips field service engineer, and the issue was verified. The ac power supply was found to be defective. Replacing the ac power supply resolved the reported issue. The device passed testing and was returned to the customer. The device remains at the customer site.